Event description:
It was reported the device displayed the message battery is nearing end of life (eos) and it is unknown if the elective replacement indicator (eri) message was triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. The device was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.